Manufacturer narrative:
Corrected sections as of (B)(6) 2020: h10: most likely underlying root cause corrected from "(B)(4): user had poor technique" to "(B)(4) improper use / mishandled by end user"

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer reported complaint that the truemetrix go meter displayed = = = on the screen. The customer was turning the meter on and then placing the strip into the meter. During the call, a blood test was performed by the customer non-fasting and produced test result of 412 mg/dl using truemetrix go meter; customer was satisfied with the result obtained. At the time of the call the customer reported symptoms of increased thirst, increased urination and feeling lightheaded; medical attention was not needed at the time of the call.